Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision due to take place on 02 nov 2011, asr xl acetabular system - right, reason(s) for revision: unknown. Update: added products, name of hospital and reason for revision. Received: november 1st 2012. Reason(s) for revision: component loosening - acetabular component loosened, enquiring into which component became loose. Update 22 july 2015: updated to legal with (B)(4), added manufacture and expiry dates for cup, stem and sleeve. Querying lot number for head. Taken from (B)(4) alert (B)(6) 2015 ((B)(4) 2015).